Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etlw1616c93e sn (B)(4), expiration date: 2018-12-19.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a patient presented emergently. The CT revealed that the abdominal aortic aneurysm is 10cm in diameter had ruptured, and there were unknown endoleaks. The physician elected to perform an angiogram which showed that there was a type ia endoleak and migration of the endurant iliac limb with type ib endoleak that was rapidly filling the aneurysm sac as well as the left renal artery was going to need to be repaired. The physician elected to explant the endurant stent grafts and perform an open surgical repair. It was then reported that the patient had gone into liver failure. The physician cannot determine the cause of the event. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Evaluation summary: review of a post-implant CT¿s and angiogram at 4-months revealed that the patient¿s aaa had ruptured. The left renal artery may have also been involved with the rupture. The max diameter aaa measured ~10 cm, and the left common iliac was also aneurysmal at ~4 cm diameter. There was no proximal neck; the bifurcate had fallen into the aaa sac and was positioned ~10 mm below the renals, and there was a proximal type I endoleak. The bifurcate proximal od was 29 mm and the infrarenal neck and aortic body were essentially straight. In addition, the distal end of the left limb and stent were floating within the left common iliac artery; the contrast from the type ia endoleak appeared to be continuous with contrast from a distal type ib endoleak. The distal left limb diameter measured 17 mm. The right limb extension was see positioned within the distal portion of the right common iliac artery; the distal right limb od measured 18 mm. Both extension had sufficient component overlap; the ipsi limb extension was overlapping the bifurcate ~5 cm, and the contra limb was overlapping the gate ~25 mm. Both limbs were patent, and no stent graft kinks or compression was observed. The exact cause of the distal type I endoleak, and stent graft migration leading to the proximal type I endoleak and aaa rupture, could not be determined from the films provided. Pre-implant CT¿s were not available for review; therefore a complete assessment of the patient¿s anatomy could not be performed. Review of a pre-implant CT planning report from feb 1, 2017 revealed that the patient had a 52 mm max diameter saccular infrarenal aaa. The proximal neck diameter just below the lowest left renal artery measured 22 mm, and the neck diameter ranged from 21.7 ¿ 23.5 mm along the 14 mm neck length. The iliac arteries were non-tortuous and mildly calcified. The left common iliac artery ranged from 13 ¿ 15 ¿ 11 mm along the 57 mm length. Review of post-implant CT¿s and angiogram at 4-months revealed that the patient¿s aaa had ruptured. The left renal artery may have also been involved with the rupture. The max diameter aaa measured ~10 cm, and the left common iliac was also aneurysmal at ~4 cm diameter. There was no proximal neck; the bifurcate had fallen into the aaa sac and was positioned ~10 mm below the renals, and there was a proximal type I endoleak. In addition, the distal end of the left limb and stent were floating within the left common iliac artery; the contrast from the type ia endoleak appeared to be continuous with contrast from a distal type ib endoleak. Earlier follow-up films were not available for review and comparison and the cause cannot be determined. It is possible that the lack of both the proximal and distal left iliac seal may have been caused by disease progression; vessel dilation. The cause of the patient going into liver failure also could not be determined from the films provided. If information is provided in the future, a supplemental report will be issued.